Event description:
It was reported by the patient that he experienced high blood glucose levels 323mg/dl and was treated by pump on (B)(6) 2026.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.